Event description:
In 2004 the hospital informed the manufacturer that they have a bi-ventricular assist device (bi-vad) patient who was admitted e3arlier in the week and upon inspecting the left ventricular assist device (lvad) it appears that there is some wear in the pnuematic tubing that comes off the device itself. The center indicated this patient is just beyond 300 days of support and has been pretty active and in fact has spent 8 consecutive months outside the hospital. The center indicated that they have fashioned a splint from a piece of reinforced pnuematic tubing and taped it to the pnuematic extension to protect the device from further wear.